Manufacturer narrative:
Event date and lot number are unknown. As reported, a 5f mynxgrip vascular closure device (vcd) got caught in an unknown sheath. There was no reported patient injury. The device was stored and opened in a sterile field. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation, it was not saved. The reported event of ¿catheter-inability to advance in sheath¿ could not be confirmed as the device and sheath were not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, access site vessel characteristics (although not reported) and/or the condition of the procedural sheath (the device reportedly got caught in the sheath) may have contributed to the issue experienced during device insertion. A tortuous access vessel may cause difficulty for the catheter tip to make the "turn" into the vessel/sheath. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to flush the procedural sheath with sterile heparinized saline. After deflating the balloon during prep of the device, insert mynxgrip into the procedural sheath up to the white shaft marker. Based on the information available for review, there is no indication that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) got caught in an unknown sheath. There was no reported patient injury. The device was stored and opened in a sterile field. The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation, it was not saved.